Event description:
It was reported that approximately seven months post port device implant, the health care provider allegedly noticed subcutaneous swelling near the port site when injecting saline. It was further reported, that chest radiograph and angiogram demonstrated that the port catheter has allegedly fallen off the port body and migrated to the right atrium. Reportedly, the port body and detached catheter were both removed by interventional procedure. The patient is currently in good condition.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, three electronic photo samples were provided for review. The investigation is confirmed for disconnection of the catheter from the port body, as the photos appear to show a catheter and cathlock disconnected from the port body. Although a definitive root cause could not be determined, flex fatigue, excessive tensile forces, and loosening of the connection between the port and the catheter could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the MRI l/p port w/brov 6.6f implantable port products that are cleared in the us. The pro code for the products is identified in d2. H10: g4. H11: h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. (Expiration date: 08/2021).

Event description:
It was reported that approximately seven months post port device implant, the health care provider allegedly noticed subcutaneous swelling near the port site when injecting saline. It was further reported, that chest radiograph and angiogram demonstrated that the port catheter has allegedly fallen off the port body and migrated to the right atrium. Reportedly, the port body and detached catheter were both removed by interventional procedure. The patient is currently in good condition.